Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had a delay of urgent care when a vtach alarm event occurred on (B)(6) 2017 at 10:18 am but staff were not immediately aware. The patient was treated and moved to a critical care unit after the event. Since the device was in use and a delay of urgent care was confirmed, the device is considered to possibly have been a contributing factor.

Manufacturer narrative:
The customer called the philips customer care solutions center for troubleshooting assistance. A philips field service engineer (fse) was dispatched to the hospital to collect data for further review including log files from the information center. The information center was stated to have remained in use after the event, although the patient worn device, which was an mx40 telemetry device, was removed from service while the incident was investigated. The logs indicated that vtach and vf1b/tach alarms occurred and were silenced at the information center. Another alarm for a low heart rate was subsequently provided and was also silenced at the information center. The investigation finds the alarm was provided and was silenced at the information center. The device remains in use. No malfunction is supported however use of the device is considered to have been a factor in the event as the customer has confirmed a delay in response to the patient has occurred. The investigation has found that vtach and vfib/tach alarms were provided which were silenced at the information center. No further action or investigation is warranted. The issue represents a user related issue.